Event description:
The customer's doctor reported his patient informed him that his precision xtra meter was giving him readings that were lower than he was feeling. Customer drank half a can of coke and then started to feel "sick". Customer reported feeling discomfort in his chest and "heartburn". As a result of this, the customer called his doctor back and was advised to call the paramedics. It was reported customer lost consciousness for 1 day. Customer was taken to bartley hospital. It is unk what he was diagnosed with or what medical treatment was rendered. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted once investigation results are available.